Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared a fault code which is indicative of voltage too low for the projected remaining capacity. This represents a malfunction as critical therapy may be compromised. Ts provided instructions on how to clear the device before implanting the device. At this time, the device has not been implanted. No patient involvement.